Event description:
Olympus medical systems corporation (omsc) was informed from the user that after completing a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when the tjf-q290v duodenoscope (subject device) was withdrawn from the patient, it was found that the maj-2315 (single-use distal cover) had fallen into the patient's body. The maj-2315 was removed from the patient using another endoscope. The user reported that there was no sharp part on the maj-2315, and an intraperitoneal lavage had not been performed. There was no report of patient injury or harm associated with this event. This report is related to complaint number (B)(4), which was documented for the issue with the maj-2315 and reported under medwatch number 8010047-2021-12985.

Manufacturer narrative:
The subject device (tjf-q290v) was not returned to olympus for evaluation. However, the distal cover (maj-2315) was returned to omsc for evaluation on (B)(6) 2021. Omsc checked the distal cover and confirmed that the rear end of the device was cracked and was not sufficiently fixed to the endoscope. There was no crack on the distal end side of the distal cover. In addition, omsc performed testing using a distal cover from lot# h1412 in an effort to reproduce that the device detached from the endoscope. The distal cover did not detach, as long as the device was correctly attached to the endoscope and there was no damage to the distal cover. Based on the results of the legal manufacturer's investigation, omsc surmised that the reported phenomenon (the distal cover fell off the endoscope) was attributed to the following causes: anti-fogging product adhered to the distal cover, which led to breakage due to chemical attack. As a result, it was in a condition that the distal cover was easily detached from the scope. Load was applied during storage to cause a distal cover dent, which led to reduction of durability. As a result, it was in a condition that the distal cover was easily broken when a load was applied during attachment to the scope. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record for the tjf-q290v (subject device) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment.